Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm epic valve was chosen for a procedure. After implantation, a poor leaflet coaptation was noted. A new unknown size valve was chosen and competed the procedure. There was no delay in the procedure. The patient is recovering well and has been discharged.

Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis. All three cusps were flexible and contained no tears, perforations or anomalies. Functional testing upon return to abbott indicated that the device showed appropriate coaptation and hemodynamic behavior. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a